Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
User facility reported the device was in use for 30 days when the locking mechanism no longer held the tracheostomy tube and flange in place. A tracheostomy tube change was performed. No adverse effects to pt were reported.